Manufacturer narrative:
The reported failure of ventilator service required error when the device software detected a machine flow sensor drift exceeding 0.2 slpm is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the trilogy evo device applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.

Event description:
The manufacturer received a report that a trilogy evo ventilator required maintenance. No patient harm or injury was reported. The device was returned to a third-party service center for evaluation. The device log files were successfully downloaded and reviewed. Log analysis confirmed the occurrence of a "ventilator service required" error generated when the device software detected a machine flow sensor drift exceeding 0.2 slpm. Replacement of the machine flow sensor was determined to be necessary to correct the reported issue. Additionally, findings unrelated to the reported malfunction were identified. The bulk capacitor requires replacement due to an alarm indicating that the voltage on the motor¿s bulk capacitor exceeded 47.5v for a period of time. In addition, replacement of the system printed circuit assembly (pca) was recommended based on an error indicating that the sensor offset during drift calculation was too high. The proportional valve (aecm) cable was found to be damaged, and the connector cover was missing. As part of routine preventive maintenance, the air inlet foam filter, muffler, and particulate filter need to be replaced. In addition, a preventive maintenance label will be applied to the device. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.